Event description:
Customer reported experiencing temperature alarms numbered 10 and 11. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to put the pump into storage mode and return it using a pre-paid label. The customer acknowledged the instructions and agreed to continue using the current pump until the replacement arrives.